Manufacturer narrative:
There was no report of any ion system issues and no products will be returned for investigation. The physician reported that the patient had a significant cardiovascular medical history. Section b2 patient date of death: estimated as data received was 2-3 days post-procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that an elderly patient with underlying coronary artery disease with multiple prior coronary stent placements underwent an ion procedure for biopsy of a 1.3 cm rul nodule. During the procedure, the patient had a cardiac arrest requiring CPR. The patient was resuscitated and underwent cardiac catheterization which showed evidence of a new stemi. Patient expired 2-3 days later from complications including respiratory failure. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the event was likely due to the procedure under general anesthesia and underlying coronary artery disease and not associated with ion system, instruments, or accessories. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of --thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient coded and subsequently expired. The physician reported that the patient coded 15-20 minutes after initiation of the ion procedure, requiring immediate abortion of the procedure and cardiopulmonary resuscitation administration, which successfully revived the patient. Cardiac catheterization revealed an s-t segment elevation myocardial infarction (stemi) had occurred. The patient developed severe hypoxia and expired 2-3 days following the procedure. The physician reported that there were no issues with the ion system during the procedure. The patient had a history of coronary artery disease with a recently placed stent and had multiple previous stents. The physician stated that the patient was not compliant with their cardiovascular treatment.